Event description:
Received information regarding a cartridge alarm 1 during basal delivery. Customer's blood glucose level was impacted.

Manufacturer narrative:
The device has not yet been received for evaluation. If the device is ultimately received a supplemental form will be submitted.